Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface central processing unit; the service engineer performed software download onto the graphic user interface central processing unit. The ventilator passed self tests.

Event description:
It was reported that, during patient use, the ventilator generated a communication error. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.